Event description:
It was reported to boston scientific corporation that a c.r.e. Balloon dilatation catheter was used in an esophageal dilatation procedure. Per the complainant, during the procedure the balloon would not deflate or retract into the scope. In order to remove the device, it was taken out in conjunction with the scope. Once out of the pt, the physician cut the balloon in order to remove the remainder of the device from the scope. The procedure was completed with this device. It was reported that there were no complications or injury to the pt. Post procedure, the pt was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).